Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received, the electrode belt failed a te recognition test. Upon investigation, the trunk cable had an open along the rear pulse wire. The root cause for the open wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported check therapy pad messages.